Manufacturer narrative:
Reported event was unable to be confirmed. The design history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required and no trends were identified. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right hip was revised approximately 5 years post-implantation due pain, metal debris, migrated cup, metallosis, elevated metal ion levels, necrotic tissue and osteolysis. It was further reported that during the procedure, the surgeon had difficulty removing the femoral head from the stem. Attempts have been made and no further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; e1; h2; h3; h6 reported event was confirmed by review of medical records received. Review of the revision op notes indicates patient underwent a revision procedure approximately five years post implantation. Operative findings show extensive grayish black material was noted all around in the pseudo capsule. Inspection of the femoral stem notes bone resorption with more of the grayish black material and stem was noted to be well fixed. It was also revealed surgeon has to spend 30 minutes removing the magnum head from the femoral stem. It was notes the head and the outer surface was seen to be smooth in appearance without any evidence of wear or scratches. The cup was removed with little bone loss. A large area of osteloysis was noted on the acetabular side. The cup head are removed and replaced. A liner was also implanted during this time. One m2a-magnum mod head, one m2a-magnum pf cup, one m2a-magnum, and one unknown ceramic head were returned and evaluated. Upon visual inspection the returned ceramic head had scuffing and wear marks. The head had scuffing, scratches, and a cut through the device. The shell had the liner installed in the device with metal debris imbedded in it. A screw was in the shell with there being a hole in the liner. The cup was returned with debris on the od and scuffing and scratches on the inner radius. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends